Manufacturer narrative:
The cobas e411 disk serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results from fifteen patient samples tested on the cobas e 411 analyzer (disk system). The following examples of discrepant results for three patient samples were provided: patient sample 1. The initial result is >3000 pg/ml. The first repeat result at 1:10 dilution is 1205 pg/ml. The second repeat result of the undiluted patient sample is 2916 pg/ml. The third repeat result at 1:10 dilution is 1279 pg/ml. The fourth repeat result of the undiluted patient sample from a new reagent pack with improved calibration and qc is 1601 pg/ml. This result was deemed correct by the nursing staff. Patient sample 2. The initial result is >3000 pg/ml. The first repeat result at 1:10 dilution is 1805 pg/ml. The second repeat result of the undiluted patient sample is >3000 pg/ml. The third repeat result at 1:10 dilution is 1773 pg/ml. The fourth repeat result of the undiluted patient sample from a new reagent pack with improved calibration and qc is 2524 pg/ml. This result was deemed correct by the nursing staff. The fifth repeat result at 1:10 dilution is 1717 pg/ml. Patient sample 3. The initial result is >3000 pg/ml. The first repeat result at 1:10 dilution is 7111 pg/ml. The second repeat result of the undiluted patient sample from a new reagent pack with improved calibration and qc is >3000 pg/ml. The third repeat result at 1:10 dilution is 5304 pg/ml. This result was deemed correct by the nursing staff. The reporter verifies results <2400 pg/ml.

Manufacturer narrative:
The field service engineer found that the photomultiplier (pmt) high voltage needed to be adjusted. He performed the adjustment and ran performance testing and precision testing, which were acceptable. The customer ran qc, which was acceptable. Operational and/or mechanical checks passed. There was no indication of a general performance issue with the reagent, as qc recovery was within the customer's established ranges. No relevant alarms were observed in the analyzer alarm trace near the time of the event. The investigation was unable to determine a specific root cause.